Manufacturer narrative:
The investigation of high purge pressure has been completed on 5/23/2025. The pump was not returned. Data log review showed high purge pressure. Mc spike occurred without a corresponding p-level change that also caused the purge pressure to trend up and the purge flow to trend down. The cause of the high purge pressure was most likely biomaterial ingestion due to a motor current (mc) spike outside of a p-level change in conjunction with the pump flow indicating temporary saturated flows and rising purge pressures. D9 device returned to manufacturer date on 5/30/2025, should any new information become available after investigating the device a supplemental report will be submitted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, shortly after insertion (with an optimal position confirmed both by ultrasound and angiography), it started signaling position alarms (impella position in the aorta) and purge system alarms (high purge pressure). The staff tried to de-air the purge cassette to ensure glucose was flowing out. Since the alarm persisted, it was decided to replace both the purge bag and the purge cassette. The console started showing the warning ¿purge fluid not detected¿ and the pump was replaced.